Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery aneurysm. Immediately after treatment the subject¿s condition worsened due to hydrocephaly and ischemia. Six days post embolization, the patient was discharged with ¿severe physical or mental disability¿. No additional information was available.

Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the direction for use, and that the patient presented a pre-existing condition prior to the procedure. Therefore, the use of the coil may have had a contributory factor to the reported patient¿s complications. However, ischemia and neurological deficits are known and anticipated complications associated with such procedures and are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.